Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported that three days prior to report the patient ¿felt the implantable neurostimulator (ins) was on¿ ¿even though the recharger and programmer indicated the ins was off.¿ it was noted the patient ¿still had pain in her ankle and foot¿ at the time of the incident. It was further noted the patient ¿saw the lightning bolt go away, but felt the ins was still on.¿ the feeling was stated to have ¿subsided¿ at noon on the day of report. It was noted that the patient ¿had insomnia and could not sleep, so she could not have the ins on at night.¿ the patient stated they had trouble with their ins three days prior to report and that the ins was ¿about a quarter charged.¿ it was reported the patient was unable to turn on their ins with their patient programmer. It was noted the patient replaced the programmer¿s batteries and that ¿this did not resolve the problem.¿ it was further noted the patient ¿did not seem to understand certain aspects of the external components and therapy.¿ the patient was redirected to their health care provider. It was reported the patient experienced ¿severe pain¿ and that her ¿stimulation was turned on and off.¿ it was further reported that the patient¿s ins ¿was turned down to 0 and off¿ two days prior to the initial report. The patient noted she ¿still felt stimulation even though it was off¿ and that it was ¿still strong.¿ it was also reported the patient experienced ¿muscle spasms¿ and that ¿her sciatic nerve was painful.¿ the patient reported their pain was ¿in the knee down¿ and that they were ¿sleeping in the recliner.¿ the pain was reported as having started two days prior to the initial report. It was noted the patient had ¿been doing more around the house than usual¿ and that she ¿was lifting things¿ and ¿stretched something.¿ additional information stated that ¿impedance tests were within normal range.¿ it was noted that no other diagnostic testing was performed. It was further noted that the patient¿s device was reprogrammed. No malfunctions were noted at the time of reprogramming.

Event description:
Additional information reported the patient felt discomfort in their ankle and foot. It was noted the patient had a lack of therapeutic effect. It was stated when the patient would lay down, ¿the stimulation was more intense.¿

Manufacturer narrative:
(B)(4).